Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted. While the patient was in recovery, the staff noticed the patient was having chest pain. The patient was brought back into the laboratory for treatment of the pericardial effusion. Pericardiocentesis was performed and 450cc of dull blood was drained. The closure device remained implanted in the laa. The patient was discharged and is expected to fully recover.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted. While the patient was in recovery, the staff noticed the patient was having chest pain. The patient was brought back into the laboratory for treatment of the pericardial effusion. Pericardiocentesis was performed and 450cc of dull blood was drained. The closure device remained implanted in the laa. The patient was discharged and is expected to fully recover. It was further reported that there were multiple recaptures or repositions of the closure device.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx pro laa closure device with delivery system remains implanted; therefore, returned device analysis could not be completed. Device history record review: the batch number of the watchman flx pro laa closure device with delivery system was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx pro laa closure device with delivery system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) and chest pain/discomfort (additional device required, hospitalization). Risk review: a risk review was completed and confirmed that the events of pericardial effusion (pe) and chest pain were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted. While the patient was in recovery, the staff noticed the patient was having chest pain. The patient was brought back into the laboratory for treatment of the pericardial effusion. Pericardiocentesis was performed and 450cc of dull blood was drained. The closure device remained implanted in the laa. The patient was discharged and is expected to fully recover. It was further reported that there were multiple recaptures or repositions of the closure device.